Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The endoscope was losing image every few seconds. Tse confirmed in the logs that system was losing connection between endoscopic controller (ec) and scope. The sterile adapter was reseated and a restart with breaker in off position could not be performed, since surgery was converted into laparoscopic. The procedure was completed with no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was delayed of 60 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. Fse confirmed the proper usability of the other endoscope without any faults. The system was verified and ready to use.